Event description:
Catheter to be removed on 6/7/00. When deflating balloon, only some of fluid (about 4cc) able to be removed. Balloon remained partially inflated with approximately 1cc of fluid. Catheter removed from pt with mild discomfort.